Event description:
Device malfunction [device malfunction]; reduced ability to walk/difficulty walking [walking difficulty]; right knee inflammatory reaction [joint inflammation] ([condition aggravated], [knee pain], [swelling of r knee]); lateral facet and patellofemoral chondromalacia/chondromalacia of medial condyle of right femur [chondromalacia patellae]; pretibial subcutaneous edema [pretibial edema] ; baker's cyst [baker's cyst]; MRI abnormal [MRI abnormal] ; patellofemoral crepitus [joint crepitation]; knee effusion/small suprapatellar joint effusion without loose body [effusion (r) knee]. Case narrative: this unsolicited serious legal case from united states was received on 16-nov-2017 from the physician and patient. This case concerns a 48 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and had reduced ability to walk and experienced right knee inflammatory reaction (latency: 0 day), knee effusion/small suprapatellar joint effusion without loose body (latency: 1 day), MRI abnormal (latency: 2 months 8 days), baker's cyst, pretibial subcutaneous edema, lateral facet and patellofemoral chondromalacia/chondromalacia of medial condyle of right femur, patellofemoral crepitus. Also device malfunction was identified for the reported lot number. Medical history included effusion in right knee, mildly tender to palpation over the medial joint line, high tibial osteotomy (17 years ago). Patient was allergic to sulfa (unknown reaction). Patient had family history of diabetes (father), elevated cholesterol (mother). Concomitant medications included potassium chloride (klor-con), melatonin, phentermine/topiramate (qsymia) and zolpidem tartrate (zolpidem). Concurrent conditions included internal derangement and pain in right knee, tricompartmental osteoarthritis of knee (severe in the medial tibiofemoral compartment), mild deep infrapatellar bursitis/pes anserinus buristis of right knee, bilateral knee pain, mild medial joint line tenderness, severe medial compartment degenerative joint disease with intact menisci and cruciate ligaments and patellofemoral crepitus in left knee. Patient was non-smoker and caffeine consumer (coffee). Patient had hylan g-f 20, sodium hyaluronate approximately 10 ago (from (B)(6) 2017) in the left knee and was overall doing very well and pleased with the progress. On (B)(6) 2017, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df, once (lot number: 7rsl021 and expiration date: may-2020) for pain and internal derangement of right knee. On the same day, patient's had inflammatory reaction (latency: 0 day) to the injection and right knee began swelling, had increased pain and reduced ability to walk after receiving the injection. On (B)(6) 2017, patient returned with knee pain and knee swelling and received dexamethasone injection, diclofenac sodium (diclofenac), compression wrap and rice method as treatment. Physical examination showed knee effusion in right knee (latency: 1 day). On (B)(6) 2017, patient was feeling much better, had some minor swelling to the knee but was not painful and was able to complete all of her activities without pain. Patient would continue the anti-inflammatories for additional one month and continue increasing activities as tolerated. On (B)(6) 2017, patient stated that she had improvement in her right knee pain and trace patellofemoral crepitus (latency: unknown). On (B)(6) 2018, the MRI of the right knee showed mild pretibial subcutaneous edema, broad high-grade chondral loss anterior central medial femoral condyle extending into the inferior medial trochlea with subchondral cystic change and edema to the inferomedial trochlea, mild to moderate thickness chondral irregularity with mild cystic changes noted to central and medial patella, joint effusion, small baker's cyst with nonspecific adjacent posterior medial capsular edema, thickening and laxity of the proximal mcl may be secondary to a prior partial strain (latency: unknown). On (B)(6) 2018, patient stated right knee was still sore. MRI showed medial femoral condyle chondral wear, no evidence of meniscus tear. Patient had lateral, facet and patellofemoral chondromalacia and was currently doing home exercise program. Patient stated that left knee was doing much better. Patient had tenderness along her medial femoral condyle with deep flexion as well as with patellofemoral compression testing, negative ligamentous exam, patellofemoral chondromalacia assessed as chondromalacia of medial condyle of right femur. On the same day, patient had pes anserine bursa injection. On (B)(6) 2018 patient reported that she was pleased with progress at that point. Due to the positive response with her pes anserine bursa injection at the last visit, patellofemoral program would be continued and her activities would be increased as tolerated and in case of flare up, follow up would be done with her as needed at which time a diagnostic knee arthroscopy will be considered as well as hylan g-f 20, sodium hyaluronate injection. Corrective treatment: dexamethasone injection, diclofenac, compression wrap, rice method, ice, elevate for reduced ability to walk/difficulty walking and right knee inflammatory reaction; not reported for rest of the events outcome: recovered for reduced ability to walk/difficulty walking, recovering for right knee inflammatory reaction, unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Reporter's causality: related for device malfunction, right knee inflammatory reaction and reduced ability to walk/difficulty walking; not reported for rest seriousness criterion: required intervention for device malfunction, right knee inflammatory reaction and reduced ability to walk/difficulty walking additional information was received on 12-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 08-jan-2018 from an other non health care professional. Medical history and concomitant medications were added. Additional events of device malfunction and reduced ability to walk were added along with details. Additional symptom of increased pain was added. Outcome of pain and swelling was updated from unknown to recovered and corrective treatment (corticosteroid injection, diclofenac sodium, compression wrap, rice method) was added. Event onset of pain and swelling was updated from (B)(6) 2017. Dose, frequency, indication, lot number and expiry date of synvisc one was added. Investigation summary was updated. Reporter's causality was added. Action taken was updated. Clinical course was updated and text was amended accordingly. Additional information was received on 14-jan-2019 from lawyer and case was classified as legal case. Medical history and concomitant medications were updated. Events of MRI abnormal, baker's cyst, pretibial subcutaneous edema, lateral facet and patellofemoral chondromalacia/chondromalacia of medial condyle of right femur, knee effusion/small suprapatellar joint effusion without loose body, right knee inflammatory reaction, patellofemoral crepitus were added with details. Outcome of events pain/ knee became more painful/some soreness on right knee and swelling/knee became more swollen was updated from recovered to recovering. Seriousness criteria was updated. Clinical course updated. Text amended accordingly.

Event description:
This unsolicited case from united states was received on 16-nov-2017 from the physician and patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and had reduced ability to walk and experienced pain and swelling on the same day. Also device malfunction was identified for the reported lot number. Medical history included effusion in right knee, internal derangement and pain in right knee. Patient was allergic to sulfa (unknown reaction). Concomitant medications included potassium chloride (klor-con), melatonin, phentermine/topiramate (qsymia) and zolpidem tartrate (zolpidem). On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, 1 df, once (lot number: 7rsl021 and expiration date: may-2020) for pain and internal derangement of right knee. On the same day, patient's right knee began swelling, had increased pain and reduced ability to walk after receiving the injection. On (B)(6) 2017, patient received corticosteroid injection, diclofenac sodium (diclofenac), compression wrap and rice method as treatment. On (B)(6) 2017, patient was recovered. Corrective treatment: corticosteroid injection, diclofenac sodium, compression wrap, rice method for all events except device malfunction outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Reporter's causality: yes seriousness criterion: required intervention for all the events additional information was received on 12-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 08-jan-2018 from an other non health care professional. Medical history and concomitant medications were added. Additional events of device malfunction and reduced ability to walk were added along with details. Additional symptom of increased pain was added. Outcome of pain and swelling was updated from unknown to recovered and corrective treatment (corticosteroid injection, diclofenac sodium, compression wrap, rice method) was added. Event onset of pain and swelling was updated from (B)(6) 2017 to (B)(6) 2017. Dose, frequency, indication, lot number and expiry date of synvisc one was added. Investigation summary was updated. Reporter's causality was added. Action taken was updated. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 08-jan-2018: this case concerns a patient who was on treatment with synvisc one for osteoarthiritis and was given steroids for having right knee pain swelling and having walking difficulty. The role of the drug cannot be denied for the occurrence of the events due to the suspect product. However, as teh company has identified malfuction with the batch number causality cannot be excluded ,however the medical history provides an alternate explanation.

Event description:
This unsolicited case from united states was received on 16-nov-2017 from the physician and patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced pain and swelling. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, lot number and expiration date: not reported). On (B)(6) 2017, the patient complained of pain and swelling (latency: 1 days). Patient was given a unspecified steroid injection to combat reaction. Action taken: unknown. Corrective treatment: steroid injection for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both the events additional information was received on 12-dec-2017. The global ptc number with ptc results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the physician and patient. This case concerns a (B)(6) old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced pain and swelling. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (dose, frequency, indication, lot number and expiration date: not reported). On (B)(6) 2017, the patient complained of pain and swelling (latency: 1 days). Patient was given a unspecified steroid injection to combat reaction. Action taken: unknown. Corrective treatment: steroid injection for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events.